Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular lead for high pacing impedance and high thresholds and there was noise present on the electrogram. The lead also had a fracture. The lead was explanted and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.